Event description:
It was reported post implant a laparoscopic gastric band procedure, the patient presented with tenderness at the port site. The patient had an infection at the port site. The patient underwent an upper gi series and an endoscopy. It was determined that band had partially eroded into the stomach. The band and port were removed and was sent to the pathology for testing. The pathology results are unknown. The surgeon did perform adjustments, but the number of fills and amount of adjustments are unknown. No other treatments were required. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Device is being retained by the account.